Event description:
Pt had two tessio catheters in right subclavian. While removing catheters, the working end of both catheters broke off, resulting in larger than normal incisions in the removal site. Site was sutured, stapled and pt was discharged. Pt later returned to emergency dept due to bleeding at removal site and was admitted overnight for observation.